Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain / pelvic area') and heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') in a 38-year-old female patient who had essure (batch no. 628431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine dilation and curettage and adenomyosis. Concurrent conditions included endometriosis, dysmenorrhea, dysfunctional uterine bleeding and abnormal uterine bleeding. Concomitant products included medroxyprogesterone acetate (depoprovera) (B)(6)2009 to (B)(6)2009, nsaids since (B)(6)2009 and paracetamol (acetaminophen) since (B)(6)2009. On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems ¿ depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), urinary tract infection ("urinary tract infection") and post procedural complication ("post removal complication-yes"). The patient was treated with surgery (ablation and d&c and hysterectomy + bi-s). Essure was removed on (B)(6)2011. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the heavy menstrual bleeding, vaginal haemorrhage, depression, anxiety, abdominal pain, bladder disorder, urinary tract disorder, urinary tract infection and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, heavy menstrual bleeding, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in hsg test : results of hsg were provided in the previous version, however, current version states that hsg test was not performed. Patient is currently planning for removal. Unable to afford surgery previously reported essure insertion date as per summons : (B)(6)2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 21-oct-2010: essure device was successfully occluded. Lot number: 628431 manufacture date:2008-11 expiration date: 2011-11 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: urinary tract infection, vaginal haemorrhage, heavy menstrual bleeding, pelvic pain quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-may-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain / pelvic area') and heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') in a 38-year-old female patient who had essure (batch no. 628431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine dilation and curettage and adenomyosis. Concurrent conditions included endometriosis, dysmenorrhea, dysfunctional uterine bleeding and abnormal uterine bleeding. Concomitant products included medroxyprogesterone acetate (depoprovera) (B)(6) 2009 to (B)(6) 2009, nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems ¿ depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), urinary tract infection ("urinary tract infection") and post procedural complication ("post removal complication-yes"). The patient was treated with surgery (ablation and d&c and hysterectomy + bi-s). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the heavy menstrual bleeding, vaginal haemorrhage, depression, anxiety, abdominal pain, bladder disorder, urinary tract disorder, urinary tract infection and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, heavy menstrual bleeding, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in hsg test : results of hsg were provided in the previous version, however, current version states that hsg test was not performed. Patient is currently planning for removal. Unable to afford surgery previously reported essure insertion date as per summons : (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Lot number: 628431, manufacture date:2008-11, and expiration date: 2011-11. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: urinary tract infection, vaginal haemorrhage, heavy menstrual bleeding, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2021: mr received. Reporter information and patient's medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain / pelvic area') in a 38-year-old female patient who had essure (batch no. 628431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depoprovera)27-feb-2009 to may 2009, nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems ¿ depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), urinary tract infection ("urinary tract infection") and post procedural complication ("post removal complication-yes"). The patient was treated with surgery (hysterectomy + bi-s). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety, abdominal pain, bladder disorder, urinary tract disorder, urinary tract infection and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in hsg test : results of hsg were provided in the previous version, however, current version states that hsg test was not performed. Patient is currently planning for removal. Unable to afford surgery previously reported essure insertion date as per summons : (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Lot number: 628431 manufacture date:2008-11 expiration date: 2011-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Events added from pfs- urinary tract infection. Reporter information, cluster ID were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain / pelvic area') in a (B)(6) year old female patient who had essure (batch no. 628431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depoprovera) (B)(6) 2009 to (B)(6) 2009, nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems ¿ depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy + bi-s). Essure was removed on 1-jan-2011. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety, abdominal pain, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in hsg test : results of hsg were provided in the previous version, however, current version states that hsg test was not performed. Patient is currently planning for removal. Unable to afford surgery. Previously reported essure insertion date as per summons: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Lot number: 628431, manufacture date:2008-11, expiration date: 2011-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: case became incident. Removal details updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.